Event description:
T was reported to philips that the host pc would not turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer contacted the customer and confirmed the reported problem. After reviewing the log file, rse found that the ups and the pdu fan tray were malfunctioning. Upon troubleshooting, rse found the ups issued alarms for a depleted battery and requested bypassing, as it couldn't power on and the fan was producing a loud noise. To resolve the problem, pdu fan tray and dcps was sent to the customer. On next day, rse found that the phase of the ups was causing f4 to blow. The customer bypassed the ups, and the system was operational. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.